Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : the device was not returned for service.

Event description:
It as reported that the device was heating up during a case. No delay, medical intervention, or adverse consequences were reported.

Event description:
It as reported that the device was heating up during a case. No delay, medical intervention, or adverse consequences were reported.

Manufacturer narrative:
Additional information: d9

Event description:
It as reported that the device was heating up during a case. No delay, medical intervention, or adverse consequences were reported.